Manufacturer narrative:
.

Event description:
It was reported by the ambulance staff that the patient had a bradycardia (rhythm below the basic rate) in addition to ventricular capture failure and dizziness. The first pacing check showed ventricular capture and increasing ventricular threshold. Therefore, both device and lead were replaced. Investigations are required.

Event description:
It was reported by the ambulance staff that the patient had a bradycardia (rhythm below the basic rate) in addition to ventricular capture failure and dizziness. The first pacing check showed ventricular capture and increasing ventricular threshold. Therefore, both device and lead were replaced. Investigations are required.

Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical characteristics of the returned unit are within specifications.

Event description:
It was reported by the ambulance staff that the patient had a bradycardia (rhythm below the basic rate) in addition to ventricular capture failure and dizziness. The first pacing check showed ventricular capture and increasing ventricular threshold. Therefore, both device and lead were replaced. Investigations are required.